Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system replacement procedure due to an unknown reason. Additional information was received indicating that the existing leads were not explanted and only the ipg was replaced. The patient was doing well postoperatively. Furthermore, two leads were added due to an unknown reason. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system replacement procedure due to an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5040076/5039296.